Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
This complaint will be closed as a double entry of complaint (B)(4). All further investigations will be handled in complaint (B)(4). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
When the drive spins up and gets over 1000 rpms the unit goes into a head error and shuts down. Complaint ID: (B)(4).